Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
(1/2, reference (B)(6) for related complaints) (documenting cassette 1) it was reported that two of triv prefilled cadd cassettes had steady alarms, then no disposable unable to resolve so had to switch to backup cassette to resolve. No further details provided

Event description:
There was no patient injury.

Manufacturer narrative:
No patient injury was reported.